Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable investigation finding of stent failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the stent fully covered and undeployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed; however, it exhibited a delayed expansion and ultimately failed to expand entirely. The inner sheath was found kinked upon visual inspection. No other problems were noted with the stent or the delivery system. Product analysis confirmed the reported event of stent failure to deploy as the stent was received fully covered and undeployed. With all the available information, boston scientific corporation concluded that there is not enough evidence to establish the cause the observed problem of stent slow expansion as the stent's expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. The observed problem of inner sheath kinked was most likely caused by factors encountered during the procedure such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). The investigation findings do not lead to a clear conclusion about the cause of the reported event. Therefore, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a walled-off pancreatic necrosis during a pseudocyst drainage with stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent distal flange did not open even after multiple attempts to deploy. Another device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent failed to expand. Please see block h11 for the full investigation details.